Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient passed out around midnight. It was reported that prior to passing out, the patient noticed that the cgm was displaying, "high". He felt dizzy and was falling down multiple times. The patient's mother was going to feed the patient but when she found the patient, he was not waking up. It was reported that they felt no pulse and the father called paramedics. Upon arrival, the paramedics checked the patient's bg and noted that it was low (value not provided). The paramedics administered the patient with glucose shots and performed cardiopulmonary resuscitation (CPR). The patient regained consciousness. The paramedics monitored the patient for an hour before leaving. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.